Event description:
A customer reported that the unit of measurement setting of their freestyle flash blood glucose monitor changed from mg/dl to mmol/l, and the customer then reported that they were not able to medicate themselves with insulin based on this issue. They then reported feeling dizzy, and the dosing with insulin. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.